Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 255-32784-275. Technical support: 1. Ensure the 8015 is connected to ac power prior to connecting to system maintenance. 2. Return module to the factory. Instructed bek to connect pcu to ac power. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/15/2014 to present date 01/17/2021 and confirmed that this device was previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: bek reported error 225-32784-275 on pcu8015. When connected pcu to system maintenance program without plugging in power cord the customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 225.32784.275. This occurred when connecting pcu to system maintenance program without plugging in power cord. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 225.32784.275. This occurred when connecting pcu to system maintenance program without plugging in power cord. There was no patient involvement.